Event description:
It was reported that prior to a recanalization procedure, upon opening the package, the spring part of the catheter was allegedly found to be damaged when attempted to flush the device. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and hence, a physical investigation was performed for the catheter. During physical investigation, a catheter helix was broken and twisted in the handle. The user report contains information regarding catheter malfunction that was observed during physical sample investigation. Therefore, the investigation is confirmed for the reported helix break issue. A clear root cause for this kind of break is use of catheter without guidewire. Labeling review: the instructions for use clearly identifies: "warning: the catheter must always be guided via the guidewire, which has been correctly positioned according to the instructions for use. Do not use the catheter without the guidewire or over a guidewire which is not correctly placed." H10: d4 (expiration date: 08/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.